Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytical details, and system alarm trace were requested but not provided. The field service engineer replaced various parts and performed adjustments. He performed system checks, calibration, qc, precision, and patient comparison testing. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for an unknown number of patients tested on a cobas 8000 c 702 module. The customer confirmed qc was acceptable. The initial calcium results were reported outside the laboratory. The physician requested the samples to be retested. The customer performed repeat testing with the samples on a different cobas 8000 c 702 module. The customer provided questionable calcium results for two patients from (B)(6) 2021: sample 1's initial calcium result was 3.1 mg/dl with a data flag. The repeat calcium result was 8.0 mg/dl. Sample 2's initial calcium result was 4.5 mg/dl with a data flag. The repeat calcium result was 8.9 mg/dl. The customer determined the repeat calcium results were correct. The calcium reagent lot number and expiration date were requested but not provided.